Manufacturer narrative:
An investigation has not yet been completed for the reported event. A supplemental will be submitted once the investigation is complete.

Event description:
It was reported that during an ankle arthroscopy procedure the tip of the shaver broke off and fell into the patient's ankle. It was confirmed that the tip was removed. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The complaint device was not returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. As the complaint device was not returned, a conclusive root cause could not be determined and the reported event could not be confirmed. A review of the DHR for the reported lot/serial number supports that the device is unlikely to have been released from stryker with the reported failure mode. The reported event could be attributed to side-loading forces during clinical use. The reported event will continue to be monitored through post-market surveillance. Instructions for use (IFU): ¿do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates.¿ this report was filed due to sss being in a two year reporting cycle for the reported event. Device not returned.

Event description:
It was reported that during an ankle arthroscopy procedure the tip of the shaver broke off and fell into the patient's ankle. It was confirmed that the tip was removed. There was no medical treatment or intervention required and no adverse consequences associated with this event.